Event description:
It was reported that "two flex xc1 scopes malfunctioned during a single case. The first scope experienced loss of lower deflection within 30 minutes of starting the procedure. A second new scope was then opened, which also suffered deflection failure during the same surgery. The remaining stone will be cleared in next follow-up procedure." Cross reference MDR: 9610617-2025-01678.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).